Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. The valve was oversized, which led to coronary obstruction during implant. The surgeon indicated that this event was procedure related and not due to a malfunction of the edwards valve. It was reported that the device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Coronary obstruction. Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary, etc.). Unfortunately, the edwards device was also not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon has indicated that this event was procedure related and not due to a malfunction of the edwards valve. No further actions will be taken.